Manufacturer narrative:
(B)(6). D4, h4: complete device identification information was requested but not provided by the healthcare facility. Product background: the heated breathing tube (hbt) is a component designed for use with the airvo humidification series, for the delivery of humidified respiratory gases to patients, including those who are receiving nasal high flow (nhf) therapy. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. The hbt as part of the airvo system contains a heater wire encapsulated in plastic which ensures optimal temperature and humidification levels are delivered to the patient interface while minimizing the amount of condensate in the tube. Method: the subject hbt as part of the 900pt561 heated breathing tube and chamber kit was not returned to fisher & paykel healthcare (f&p) for evaluation. F&p's investigation is based on the information and photograph provided by the healthcare facility, previous investigations of similar complaints, and f&p's knowledge of the product. Results: the healthcare facility has stated that the subject hbt was found with heat damage and that the subject hbt had marked a blanket during use. Upon requests for further information, the healthcare facility did not confirm whether the subject hbt had melted or the nature of the heat damage to the subject hbt. Visual inspection of the photograph provided by the healthcare facility confirmed that the blanket used during the reported event had been marked. The healthcare facility did not provide a photograph of the subject hbt. There were no patient consequences reported by the healthcare facility. Conclusion: f&p's investigation was unable to determine the exact cause of the reported event. Based on f&p's knowledge of the product, previous investigations of similar complaints, and the information provided by the healthcare facility, the damage to the subject hbt as part of the 900pt561 heated breathing tube and chamber kit may be caused by factors such as incorrect set-up, covering, or partial covering of the hbt with a material or object for a prolonged period. The 900pt561 user instructions show in pictorial format the correct placement of the device and includes the following information: "do not add heat to any part of the breathing tube e.g., covering with a blanket, or heating it in an incubator or overhead heater for a neonate, as this could result in serious injury." "Connect breathing tube clip to patient clothing or bedding." "Never operate the unit if the breathing tube has been damaged with holes, tears or kinks" "do not block the flow of air through the unit and breathing tube." "Do not allow the breathing tube to remain in direct contact with skin for prolonged periods of time." All hbts as part of the 900pt561 are visually inspected and undergo functional tests, including soak and temperature, and heater wire resistance. The hbts are 100% visually inspected using a camera system. The hbts are also tested for resistance, continuity, polarity and pitch during production. Additionally, a functional test is conducted under load. The subject hbt would have met the required specifications at the time of production. The airvo system is designed to comply with the electrical safety standard iec 60601-1: 2005+a1:2012. The case is composed of a flame retardant material. The surface temperature of the hbt, when used in accordance with user instructions, is designed to be within the limits specified by iso 8185 with regard to hot tube surface temperature not exceeding 44° celsius. It is an inherent risk of hbts, that additional heat (above ambient levels) added to any part of the tube via an external source or being covered with material, may lead to the tubing becoming damaged. To address this inherent risk and as is required under iso 80601, the user instructions for the 900pt561 contains the warning "do not add heat to any part of the breathing tube e.g. Covering with a blanket, or heating it in an incubator or overhead heater for a neonate, as this could result in serious injury." Additional "do not cover" tags are also attached to all hbts to alert the user that the hbt should not be covered. There are many safety features incorporated into the airvo system to prevent overheating and fire. These include: the heater wires in the hbt are completely insulated from the gas path. The pcb at the user end of the hbt is over moulded with the thermoplastic polymer polypropylene, ensuring it is excluded from the gas path. The airvo device contains technology which detects short circuits and transient current events in the hbt. When detected, the airvo removes power to the hbt. The airvo performs this detection at any time it is turned on and connected to the hbt. This functionality is checked by the control system each time the airvo is powered up, or when a new hbt is connected. An 'over-temperature' sensor will automatically cut power to the motor, heater plate and heater wire if it detects any overheating at the chamber or the patient end of the hbt. The airvo device continuously checks power in the hbt and disables the heater wire if the measured power is too high.

Event description:
A healthcare facility in the united kingdom reported that the heated breathing tube as part of the 900pt561 heated breathing tube and chamber kit was found with heat damage during use. The healthcare facility stated that the subject hbt had marked a blanket during the reported event. There was no patient consequence.